Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that the patient was revised to address pain and instability. The surgeon stated that effusion was a contributing factor to the reported event. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: persona posterior stabilized standard femoral, cat#: 42500606201 lot#: 62935299; persona posterior stabilized articular surface, cat#: 42512400713 lot#: 63144565. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2017-00532; 3007963827-2017-00252; 0001822565-2017-06051. Product location unknown.

Event description:
It was reported that the patient was revised to address pain and instability. Attempts have been made and no further information has been provided.